Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including full functional testing and ECG stress testing via pads and leads with no discrepancies noted. The device was recertified and returned to the customer. Review of the data file from the event on (B)(6) 2020 showed the incorrect ECG view was selected. The multifunction cable was not removed from the shorting plug after the self test was performed at the beginning of the event. The device was switched into pads view, and the ECG signal displayed a solid line with an advisory of "defib short" message. The device performed as expected. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "short detected" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.